Manufacturer narrative:
The iabp was immediately placed in standby after blood was observed in the gas line. The gas line was clamped and disconnected from the device to prevent internal contamination. The device was removed from service and sent to clinical engineering for further evaluation. The patient was managed appropriately following device removal, and necessary clinical procedures were completed with continued support as required. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1. User mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). 3. Off-label use.

Event description:
It was reported by the customer that the intra-aortic balloon pump (iabp) alarmed, bedside rn noticed blood in the gas line. Charge rn came to bedside. Iabp placed in standby and CT surgeon notified. Gas line was clamped off and disconnected from device to prevent blood from leaking inside device. Aortic valve replacement with a bovine valve and left atrial appendage ligation using a 45-mm mini-clip was performed on (B)(6) 2026 requiring iabp support in recovery.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: e4, g2.